Event description:
It was reported that patient was brought into the emergency room and having difficulty communicating with hospital staff. The patient brought in their recharger and appeared to be charging the implantable neurostimulator (ins), but staff was unsure of what to do. Tech services (ts) had the nurse review the charging screen. Status showed: ins is off, battery level is 50% charging up to the 75%. Ts reviewed how to use recharger to turn therapy back on.  Nurse said they saw that device was now on and patient became more responsive by opening and moving their mouth, and has started moving around. It is unknown at this time what caused the ins to be turned off.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient that the patient thought that the ins had been fully charged on april 8th but the charge level showed low upon admission to the emergency room (ER). The ER staff charged the ins and the issue was resolved.

Event description:
Patient stated they will increase their charging frequency to every 2 days or daily.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.